Manufacturer narrative:
The device has been returned, but the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone18.3 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pink slide did not move forward, it was not visible in the viewing window, and the cannula did not deploy, indicating a needle mechanism failure. There was no impact to the patient's glucose level reported, and no information regarding treatment provided. The pod was not worn.

Manufacturer narrative:
The pod arrived not deployed. The pod delivered 68 pulses before deactivation, indicating that the ratchet gear made multiple complete rotations. However, the release bar remained engaged, preventing the needle mechanism from deploying as intended. No evidence of drive resistance or component damages were observed. The needle mechanism fully deployed as intended during manual rotation. It can be conclusively determined that a needle mechanism malfunction occurred; however, the investigation was unable to determine a root cause of the malfunction.